Event description:
The facility reported that a colleague infusion pump's screen was malfunctioning, as half of the screen is not readable and has lines thru it. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with half the screen not readable and has lines thru it was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.